Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 28 months post procedure patient suffered from stroke. Patient recovered with sequelae.